Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d10; g1; g3; g6; h1; h2; h3; h6. D10: item# 211300140; lot# unknown. Item# 211300145; lot# unknown. Item# 211300150; lot# unknown. Attempts have been made to gather product ID information and no further info is available. Visual examination of the provided pictures identified multiple reamers with broken or bent connection tines. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Lot identification is necessary for review of device history records; lot identification was not provided. The root cause of the reported issue is attributed to use error. Per the instructions for use for instrument/provisional use, care and sterilization 87-6203-999-99 en rev. D: inspect all instruments/provisionals carefully prior to each use. However, the root cause of the bent and warped tines remains unknown. Event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# unk reamer head; lot# unknown, item# unk reamer head; lot# unknown, item# unk reamer head; lot# unknown. H6: proposed component code - mechanical (g04) - drill. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the affixus tibial reamers were opened for a humeral case for the small end cutters. Subsequently, it was noted the reamers could not be used due to a damaged heads. The 8mm reamer was the single one with a broken tine, but on inspection of a few of the other reamers the sales rep noticed that two were severely bent and a few were mildly bent. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.